Manufacturer narrative:
Reported issue: mics trigger would not work. At bone preparation the surgeon could not get the trigger to work. Mics status check failed and revealed a faulty trigger. Case type: tka. Surgical delay: 16-30 minutes. Product inspection: mics-209063, sn#: (B)(6), RMA#282428. Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual sticky trigger. Disposition: rtv. Inspected by: (B)(4). Device history review: device history records indicate (B)(4) devices were manufactured under lot k0crx and 24 devices were accepted into final stock on 05/14/2019. A review of qt19-05-0051 revealed that the rejected device was not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42090419 shows 1 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event."

Event description:
Mics trigger would not work. At bone preparation the surgeon could not get the trigger to work. Mics status check failed and revealed a faulty trigger. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics trigger would not work. At bone preparation the surgeon could not get the trigger to work. Mics status check failed and revealed a faulty trigger. Case type: tka. Surgical delay: 16-30 minutes